Event description:
It was reported that the device delivered a first shock to a patient in ventricular fibrillation (vf) and then the service indicator lit on the device. The patient remained in vf and two attempts were made to deliver another shock to the patient but the device charged energy and failed to deliver defibrillation therapy. Then manual CPR were performed until the patient was successfully shocked with a backup device within one to two minutes. There was no adverse outcome for the patient who was discharged three days after the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to reproduce the reported failure. Proper device operation was observed through functional and performance testing. The device will be returned to the customer.